Event description:
Air leak from angle knob was reported. No harm reported, no patient injury, no user injury reported. Device evaluation noted nozzle has foreign objects. This report is being submitted for foreign objects found in the nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "air leak from angle knob" was able to be reproduced. Device evaluation found damage on up/down (u/d) knob and due to this it was noted water tightness is lost (leakage observed). Furthermore, inspection found the device nozzle has foreign objects , service noted to be due to insufficient cleaning, handling issue. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has white-clouded area (insertion section). Control unit is dirty due to water leakage. Paint on (air/water) aw-cylinder peeled. Adhesive around objective lens peeled. Adhesives around objective lens has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area the light guide lens found cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The light guide lens found cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). Crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling). Peeling of coating due to chemical stress/exposure to ultraviolet ray/aging deterioration (caused by handling). Part of the insertion tube noted caught and pinched-the insertion tube becomes deformed (handling issue). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the facility's cds and reprocessing information. Communication with the facility , the following information conveyed: customer was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot confirm when the foreign object adheres to the endoscope, not aware of any objects. No time lag between the end of clinical use and the start of pre-washing. No problems with the accessories used for reprocessing, stated "normal". Submerging the endoscope in cleaning solution done properly. Device were wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. No other concerns about reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.